Manufacturer narrative:
Submission number should be k060372. Placeholder.

Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and did not request or require field service or clinical support. Quarterly preventive maintenance was performed on the system by an amo field service representative approximately one week prior to the event and approximately two months following the event and no issues were found with the system. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient who underwent an uneventful ilasik procedure presented with pain in the right eye one day post op. The patient was diagnosed with striae and gutter in the right eye. The patient was returned to the surgeon who performed a flap lift and smooth. At a two week post op visit, the patient's visual acuity was 20/20 in each eye.